Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician elected to replace the ipg as it was in hibernation mode. The physician did not suspect malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.